Event description:
Pt treated in hosp for hypoglycemia. Two seeks later, treated for hyperglycemia, corrected with glucagon and over-corrected, went to hosp. Pump passed all technical inspection tests. User error likely caused event.